Event description:
This case is cross referenced with cases: (B)(4). This unsolicited case from united states was received on 25-jan-2017 from a physician. This case concerns a (B)(6) patient (gender: not specified) who was receiving treatment with synvisc and later after 18 days had large knee joint effusion. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient initiated treatment with synvisc injection, weekly (batch/lot number: 5rsa022za and expiration date: sep-2018, dose and route: not provided) for degenerative arthritis of knee. On (B)(6) 2016, patient completed the treatment with synvisc injection. On (B)(6) 2016, 18 days after receiving first injection, patient presented for third dose of synvisc with large knee joint effusion. It was reported that the patient did not receive third synvisc injection. Patient's knee was aspirated and 95 cc fluid was removed and 1 cc triamcinolone acetonide (kenalog) 40 mg/cc was injected as treatment. Action taken: permanently discontinued. Corrective treatment: 95 cc fluid removed and triamcinolone acetonide. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsa022za expiration date (09/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa022za no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 08-feb-2017, there were a total of (B)(4) complaints on file for lot # 5rsa022z and all related sub-lots: ((B)(4)) broken barrel and ((B)(4)) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 08-feb-2017: global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This case is cross referenced with cases: (B)(4). This unsolicited case from united states was received on 25-jan-2017 from a physician. This case concerns a (B)(6) patient (gender: not specified) who was receiving treatment with synvisc and later after 18 days had large knee joint effusion. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient initiated treatment with synvisc injection, weekly (batch/lot number: 5rsa022za and expiration date: sep-2018, dose and route: not provided) for degenerative arthritis of knee. On (B)(6) 2016, patient completed the treatment with synvisc injection. On (B)(6) 2016, 18 days after receiving first injection, patient presented for third dose of synvisc with large knee joint effusion. It was reported that the patient did not receive third synvisc injection. Patient's knee was aspirated and 95 cc fluid was removed and 1 cc triamcinolone acetonide (kenalog) 40 mg/cc was injected as treatment. Action taken: permanently discontinued. Corrective treatment: 95 cc fluid removed and triamcinolone acetonide. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.